Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 the doctor proceeded to remove all of the implants from the patient left proximal femur. Once there is access to the implants, doctor could not disengage the titanium 5.0mm locking screw (40mm) from the (fns) 1 hole titanium plate. After several attempts using multiple t25 screw drivers, the screw appeared to be stripped. He then proceeded to use easy out instruments from another vendor. After multiple attempts, he then proceeded to use 4mm diamond burrs to attempt to remove the screw head. He proceeded to remove the anti rotation screw from the bolt using a t25 screwdriver. He succeeded in removing both the antirotation screw (100mm) and the bolt with minimum resistance. After removing the two implants (bolt and anti rotation screw), he continued to attempt to remove the 1 hole plate and 5.0mm locking screw. He then attempted to using a large/wide elevator and slid it underneath the plate, and then used a mallet hit the back of the handle of the elevator to lift the plate and screw off of the bone (proximal femur). He was able to lift it off enough to attach heavy duty vice grips and attach a slap hammer and remove all of the implants. No further action was done and all implants were removed without harming the patient. Doctor then concluded the procedure performing a total hip arthroplasty with another vendor. Additional information received states that the duration of the delay was approximately 20 minutes. The removal/ revision surgery and other clinical findings were due to non-union. No laboratory tests were taken due to the clinical findings.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.